Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia due to inadvertent yanking out of the infusion set event on (B)(6) 2026. The patient was treated with exogenous insulin and intravenous fluids. The patient also experienced symptoms of diabetic ketoacidosis including malaise nausea and vomiting.